Event description:
Reading 6.0 mmol/l after testing a patient , but when a venous sample was taken it read 0.6 mmol/l. The readings were taken on the same day, but were not withion a 10 minute time frame (up to an hour apart). The incident had taken place on 8th mar 06 and the patient had subsequently died, attempts are being made to investigate further into the incident and the return of the product for investigation.